Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During evaluation, system error 345 was not reproduced during secondary evaluation. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the downstream thermistor reading is out of range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 345. No additional information is available.